Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5054 implantable pacing lead 2000- (B)(6). (B)(4).

Event description:
It was reported that the right atrial (ra) lead had some noise, but it was not reproducible in the clinic. Also, there was some far field r-wave (ffrw) oversensing. The sensitivity was reprogrammed and the ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.